Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tubes/ migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic / abdominal pain"), abdominal pain ("pelvic / abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), endometriosis ("endometriosis"), abdominal distension ("bloating"), anxiety ("anxiety") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, endometriosis, abdominal distension, anxiety and urinary tract infection outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: date(s) of removal: 42828 (as reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: all the information form the duplicate case has been transferred from deletion (B)(4): removal date updated and events: urinary tract infection were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tubes/ migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic / abdominal pain"), abdominal pain ("pelvic / abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), endometriosis ("endometriosis"), abdominal distension ("bloating") and anxiety ("anxiety"). The patient was treated with surgery (salpingectomy (bilateral) and ablation). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, endometriosis, abdominal distension and anxiety outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of removal: (B)(6) (as reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tubes/ migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic / abdominal pain"), abdominal pain ("pelvic / abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), abdominal distension ("bloating") and anxiety ("anxiety"). The patient was treated with surgery (salpingectomy (bilateral) and ablation). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, endometriosis, abdominal distension and anxiety outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of removal: (B)(4) (as reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case became incident. Injury nos was replaced with new events pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, device breakage, fallopian tube perforation, endometriosis, bloating, anxiety, plaintiff did not undergo essure confirmation test. Updated outcome of events abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, pelvic pain to recovered/resolved. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.